Event description:
It was reported that during a meniscal repair along with acl reconstruction, the t2 anchor came out as the needle was withdrawn. Moreover, the t1 anchor was removed from the patient. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed when withdrawing the needle after t1 deployment. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not keeping the needle within arthroscopic view after t1 deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.